Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead fractured. Diagnostics indicated all of the lead contacts impedances were invalid. Consequently, the patient's scs lead was replaced with a new lead. Effective stimulation therapy was established postoperatively.